Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2023 the patient¿s brother reported the patient passed away due to complications of diabetes while using the prodigy auto code blood glucose meter. It was also reported the patient had previously had a toe amputation and respiratory issues. The prodigy auto code blood glucose meter mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received from reporter on 03-jan-2024, for mw5149200. Correcting device manufacturer information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 2/6/2024 for mw5149200 to update MFR information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).